Event description:
It was reported that during a planned lead revision, noise was observed on the atrial lead. During the procedure, isolation damage was observed on the atrial lead. The lead was replaced and the patient's condition was good after the procedure.

Manufacturer narrative:
(B)(4).